Manufacturer narrative:
Review of the labeling shows that there is a precaution.

Event description:
Hospital reported an icast stent dislodging from the balloon while trying to deliver the stent to the desired location. The customer has stated that the stent had been re-sterilized by stryker. The doctor was trying to intervene on a patient that previously received a transplant and had a history of stenosis at the hepatic artery. Approximately 1 year ago, the doctor treated this stenosis successfully with an icast stent. The patient came back with a pressure gradient within the previous stent and what looked like a pseudo-aneurysm above the previously placed stent. The doctor attempted to place a 6x16x120cm icast halfway within the existing stent extending above previous stent to decrease the stenosis and cover the pseudo-aneurysm. The doctor states that he felt resistance while passing the stent through the 6fr 45cm ansell sheath which alerted him to look for the stent as it exited the sheath. He states that the stent had begun sliding off the balloon at exit and further once reaching the stenosis. He deployed the stent almost exactly within the existing stent decreasing stenosis.